Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual examination of the provided picture identified that a corner of the device is fractured off the body of the instrument. As the device was not returned, further evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Insufficient information provided to perform a compatibility check. Review of complaint history found no additional related issues for this item. However, as the lot number is unknown, an additional review could not be performed. Medical records were not provided. Complaint is confirmed from the provided picture. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the impactor head cracked #42-5099-094-00 during the procedure. No patient harm or impact was reported.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.